Manufacturer narrative:
The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that sutures of two proglide devices were pre-placed in a right common femoral vein using the pre-close technique via an 8f sheath prior to a mitraclip procedure. When the 25f steerable guiding catheter (sgc) was inserted, an arteriovenous fistula was created. The mitraclip procedure was completed. Reportedly, hemostasis was not fully achieved (significant oozing still present) with the proglide sutures. A femostop device was used to achieved hemostasis. Reportedly, when preparing to remove the patient from the table, a staff member noted a "dusky" color on the patient's leg and a distal pulse could not be palpated. An angiogram was performed and the physician determined that the discoloration and loss of distal pulse was due to the av fistula and not the vessel closure devices. The location of the proglides had venous flow and was not determined to be involved in the formation of the fistula or resulting duskiness and loss of distal pulse. The av fistula was stented and arterial flow returned to normal. The patient remained stable throughout this process and continues to be stable. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.